Event description:
Pt underwent cataract extraction with iol implant. Pre operatively the iol target refraction was changed to -2.25 diopter as pt wanted to by myopic. On post op day 1, pt was noted to be 7 diopters myopic. On checking the test #3 done in the iol mater machine by zeiss, it was discovered that the values for the pt had changed and did not correlate to the previous measurement. On further investigation, it was determined that all the values were the same or came from a different pt. Zeiss rep was contacted and could not determine cause, felt to be due to a software issue. Under investigation at this point, pt will require repeat surgery to remove and replace the iol with the appropriate size lens.